Manufacturer narrative:
Upon further review, it was determined that this customer issue is not related to correction/removal reporting number 2919069-03/24/16-001-r. No emdr is required.

Manufacturer narrative:
(B)(4). A product recall letter was issued to all cell-dyn emerald customers who have received cell-dyn emerald cleaner, lots (6853, 6901, 6953). The letter informs the customer of the issue regarding the potential for out of range controls. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their controls are in range. The customer is instructed to perform the decontamination procedure per the operator's manual. The investigation is ongoing. A follow-up report will be submitted when cause is identified.

Event description:
The customer indicated that the rbc control was out of range high with the use of cell-dyn emerald cleaner reagent lot number 6853. There was no report of impact to patient management.